Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that upon 3 cases, a leak at the end of the tubing at the screw thread was detected in the patient by a healthcare professional. There was patient involvement, and no patient harm/adverse event reported.